Event description:
Procedure type: radical resection of cardiac cancer. According to the reporter: during a cardiac operation, the surgeon used an eea. After firing, the anastomotic leakage presented. The doctor found there was no staple after examination. The doctor sutured it manually and completed the operation successfully.

Manufacturer narrative:
(B)(4).